Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. Customer's blood glucose was 78 mg/dl at the time of incident and also went up to 442 mg/dl. Troubleshooting found that the pump alarm was able to be cleared. Customer was advised to monitor the pump, and to call back if any further issues. No further assistance necessary. No high blood glucose troubleshooting was performed.